Event description:
Procedure: urogynecological. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4) (importer). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received. Summary of facts: 1. What was the indication for implantation of transvaginal mesh in this patient:? Pelvic pain. 2. What were the postoperative complications that this patient developed following transvaginal placement of surgical mesh: (B)(6) 2003 underwent tension-free vaginal tape (uretex) placement. Complications post uretex placement: (B)(6) 2003 urge incontinence. (B)(6) 2011-(B)(6) 2012 urinary incontinence, urinary urgency, atrophic vaginitis, detrusor instability and intrinsic sphincter deficiency. Underwent pre tibial (must be percutaneous tibial) nerve stimulation (ptns) sessions x 9. Not effective. Comfortable with oxytrol patch. 3. Following mesh revision did the patient present with serious complications which required additional surgeries: no. Per the available records, patient did not undergo any mesh revision surgery.